Event description:
It was reported that the patient never had therapeutic effect and had incontinence equal to prior to implant (no change in effect). It was also noted that the ins was ¿sinking/digging¿ into the corner which hurt the patient. The patient thought that this was normal at first but it hurt them when they pulled their pants up. The ins area used to be flat and now was sinking/digging in on one side which hurt them. This issue was reported to have started about 3 weeks ago. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09jkj, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).